Event description:
Additional information received on 01/08/2026 for report mw5180108 to replace MFR. Medi-dose, inc./ eps, inc., 70 industrial dr., ivyland, pa 18974.

Event description:
Steri-dropper bottle had an eyelash in one sealed container and foreign material inside one of the bottles. Same lot number on two separate containers. Pt code: 4580. Device code: 1120. Referencing report mw5180109.